Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and lead insulation damage. A revision procedure was performed, wherein the device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
H10 field: additional MFR narrative was missing the clarification for patient code 3191. "Patient code 3191 captures the reportable event of surgery." Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were found that would have resulted in an increased risk of dislodgement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead exhibited increasing pacing threshold measurements and a micro-dislodgement was suspected. Lead insulation damage was also reported. A revision procedure was performed and this lead was removed, replaced, and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were found that would have resulted in an increased risk of dislodgement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead exhibited increasing pacing threshold measurements and a micro-dislodgement was suspected. Lead insulation damage was also reported. A revision procedure was performed and this lead was removed, replaced, and returned to boston scientific for analysis.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and lead insulation damage. A revision procedure was performed, wherein the device was removed and replaced. No additional adverse patient effects were reported.